Manufacturer narrative:
Block h6: device code a27 captures the reportable event of aborted/cancelled procedure. Block h10: investigation results no defects found on the device related to manufacturing/assembly. Wear/internal damage and significant corrosion was noted due to being submerged in a cleaning substance. The alliance ii handle instructions for use (IFU) states: do not immerse the unit in disinfecting solutions. With all of the information available, bsc concludes that unintended inappropriate use of the device may have caused or contributed to the reported clinical observations. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an alliance handle was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the gallbladder on (B)(6) 2021. During the procedure, it was noted that the handle lever failed to provide pressure to the device. Additionally, the procedure was not completed due to this event, and the replanned procedure has been completed. There were no patient complications reported as a result of this event, and the patient condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an alliance handle was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the gallbladder on (B)(6) 2021. During the procedure, it was noted that the handle lever failed to provide pressure to the device. Additionally, the procedure was not completed due to this event, and the replanned procedure has been completed. There were no patient complications reported as a result of this event, and the patient condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.